Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012347819); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a evfxplus-34 valve in a patient with pre-existing aortic insufficiency and no calcium on the native valve, it was decided to attempt the implant to see if the valve would seat within the annulus. Due to the lack of calcium, the valve kept dislodging at 80% deployment, leading to the decision to withdraw the system and abort the case. The patient will receive a surgical consult and possibly undergo surgical valve repair to treat the aortic insufficiency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected date: d4 h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail. Prior to dislodgement, the implant depth was approximately 2 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc).the valve dislodged ventricular to a depth of 12 mm on the ncc and 12 mm on the lcc. A non-medtronic guidewire was used during the procedure.